Event description:
It was reported that at implant there was a loss of pacing when the left ventricular lead was switched from the analyzer to the device. The patient was pacemaker dependant and became asystolic until the lead was properly connected to the device. It was suspected that the order of insertion and possible incomplete insertion of the lead into the device explain the temporary loss of capture. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lead serial number, the manufacturing date cannot be determined.